Event description:
Received info stating bolus data was missing from pump history. It is unclear if customer's blood glucose level was impacted.

Manufacturer narrative:
No product returning for eval. Should new relevant info become available a follow up report will be submitted.